Event description:
It was reported that before surgery, during the demonstration, an error code 40000000000 was displayed. The navio was shut down and all the cables inside the cart were checked and it was confirmed that they were not loose. Navio was booting again, but the same error was displayed again. It was confirmed siu was switched on, the fan was running, and a red light was illuminated inside the siu. The device was shut down again and all the cables inside the cart were checked and it was confirmed that they were not loose. The process was repeated about 6 times but same error was displayed. After that, the navio was booting and a green light was illuminated inside the siu at that time, and then navio started processing and working appropriately. Finally, the demonstration could be conducted. Now, the navio is working without error, but the illumination inside the siu is red. No other complications were reported.